Event description:
It was reported that when the mandrel was removed during prep of the absolute pro, the stent prematurely partially deployed. The device was not used. There was no patient involvement. No additional information was provided

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Potential factors which could contribute premature deployment prior to use include, but are not limited to, manufacturing, inadvertently pulling on the tip of the self expanding stent system during removal of the tip mandrel, insufficient support during prep, kinks in the shaft, interaction during loading onto a guide wire, or interactions with the introducer sheath and/or associated devices during insertion. Based on the reported information, it may be possible that the tip of the absolute pro was inadvertently pulled during removal of the tip mandrel causing the stent to prematurely deploy. A review of the finished device lot history records did not reveal any nonconforming material records for this lot. The lot release testing results were reviewed and this lot met all release criteria. Additionally, a query of the complaint-handling database was performed and there have been no other incidents reported for this lot. Without having the product to examine, a conclusive cause for the reported premature deployment could not be determined. To ensure this is not result of a manufacturing deficiency, all sheathed stents are visually inspected for stent location between the markers and that the stent is fully covered within the distal sheath. Additionally, all shafts are visually inspected for damage/kinks.